Event description:
The report indicated that after three minutes of bypass, blood leakage was noted on the housing and from the air outlet. The unit was changed out. The pt expired the next day; however, the oxygenator was not the cause.